Event description:
It was reported that multiple minimum fill notifications occurred after filling cartridges with 250 units of insulin. Customer¿s blood glucose was in the low 100 mg/dl range. Reportedly, customer reverted to manual injections for insulin therapy.